Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the valve. In this case, per report unable to reach native annulus and withdrawal difficulty was attributed to patient factors (calcification and tortuosity). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our french affiliate, during a transfemoral procedure in aortic position difficulty was encountered crossing the native annulus due to tortuosity and calcification of the aorta. The delivery system was surgically removed. No other information can be provided. The device is not available to be returned.